Event description:
The complainant reported that a patient was implanted with an impella cp and experienced an optical sensor error. The pump was disconnected and reconnected as directed. However, the placement signal showed 0/0/0. No placement waveform was displayed on the automated impella controller (aic). The wire was removed and pump was placed in auto. There were no aorta/left ventricle or pump flows noted. The decision was made to keep the pump in place and proceed with the procedure. The procedure was completed successfully and the pump was removed without issues afterwards. This report represents the pump. Another report was submitted to represent the automated impella controller. Refer to section h.10 for the related report number.

Manufacturer narrative:
A.4 is unknown. The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed.

Manufacturer narrative:
Due to a lack of product or data logs returned, the root cause of the optical signal issue cannot be determined. The impella pump passed all post sterile inspection checks.